Event description:
While using a disposable suction/irrigator the handpiece began to leak irrigation fluid and eventually began to smoke. The device was passed off of the field and replaced with a functioning one, and the defective device was saved for inspection. We are attempting to contact our sales representative to request they come and pick up the defective device and submit for inspection.